Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use, during dwell 1. The home patient (hp) stated she had already discarded the supplies and the hc displayed press go to start. The tsr explained both alarms to the hp. The hp would restart with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2012 and the nurse was aware of the patient having had that alarm. She had already discussed the alarm with the patient. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2012 and she was not able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. She called into baxter after the new supplies did not work and ended up swapping out the machine. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.